Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted during testing. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly. The insulin pump was received with partially broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the high blood glucose was treated in the clinic. The customer's mother also reported that the insulin pump was chipped on the reservoir compartment. The customer's mother mentioned that they received a no delivery alarm which started the blood glucose to rise. The customer's blood glucose was 467 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.